Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the pt underwent a pump exchange from the lvad to another lvad due to a fracture in the percutaneous lead with drainage infection to the skin.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for eval. No further info is available. A supplemental report will be submitted when the manufacturer's investigation is completed.